Event description:
Procedure: unk. According to the reporter: the instrument jammed several times and the clips broke. No pt injury. The operator used a device from a different lot to complete the procedure.

Manufacturer narrative:
Initial report sent to FDA on 04/14/2008.